Event description:
It was reported that a patient underwent an idiopathic premature ventricular contraction ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. During the procedure, a pericardial effusion was noticed. They were ablating in the right ventricular outflow tract (rvot) and pulled back into the inferior vena cava (ivc) and while going retrograde into the aorta, the patient's blood pressure dropped. They called for ultrasound imaging and noted the effusion. A pericardiocentesis was performed on the patient and they noticed minimal change. They then performed a sub xiphoid pericardial window on the patient. The patient was stable but was taken to the operating room (or) to complete the surgery. It is believed that the injury was caused by ablating interior in the rvot and the patient letting in a very deep breath towards the end of each lesion. Ablation was performed prior to noting the pericardial effusion, there was no evidence of steam pop. Additional information was received. The outcome of the adverse event was improved. Transseptal puncture was not performed.

Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Manufacturer's reference number: (B)(4).